Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any evidence of a poor connection. Log file analysis revealed a vad stop alarm, which was most likely a result of clinicians adjusting pump parameters. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The root cause of the device issue could not be determined as no failure was detected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained of the battery intermittently not being "seen" by controller ((B)(4); non-driveline side). The patient traded out the controller herself. The patient tolerated the exchange well.